Event description:
The customer reported the power switch of the subject device would not work when preparing for a unknown procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was not returned to olympus, but was inspected onsite by an olympus service representative. During the evaluation, a failure of the printed circuit board was found. In addition, a failure of the power switch was found and the video connector was found to be broken, but the connection was possible. The device was repaired onsite. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. The device was not returned. Therefore, the reported phenomenon or condition of the device could not be confirmed. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It was confirmed that the device was shipped according to the specifications. It has been over 9 years, since the subject device was manufactured. The specific root cause of the reported problem could not be determined, at this time, because the device was not returned. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Please see the update in h6 - type of investigation.